Manufacturer narrative:
Model: unknown, not provided. Catalog#: unknown, not provided. Serial #: unknown, not provided. Expiration date: unknown, as the serial number was not provided. UDI#: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's operative eye on an unknown date. It was later explanted on (B)(6) 2018, for unknown reasons. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: manufacturing record evaluation could not be performed since serial number is unknown. Labeling review: labeling review could not be performed since product model is unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.